Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, "pain, itchiness, soreness", "exchange from textured to smooth implants due to concerns with the product."

Event description:
Patient reported right side "pain, itchiness, soreness" and "exchange from textured to smooth implants due to the patients concerns with the product." Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.